Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The lead was returned with the helix fully retracted and was able to be extended and retracted within specification.

Event description:
It was reported that during the implant procedure of three different implantable pacing lead (ipl), it was noted that the tip of the lead was unable to extend, and therefore was unable to place. In each instance the ipl was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).